Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removal of uterine portion of essure/ removal of most of essure') and device dislocation ('right ostia: visualized with no essure visible') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (para (f p a l) 4,0,2,4) and rubella antibody positive. Noted again that patient not allergic to nickel. Concomitant products included cefalexin monohydrate (cephalexin monohydrate), ethinylestradiol;norgestimate (sprintec), ibuprofen (motrin ib) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device expulsion ("essure projecting 90% out of tube into cavity (uterine)") and uterine disorder ("intrauterine filling defects"). The patient was treated with surgery (removal ofuterine portion of essure and cautery for 1 cm post cervical polyp). At the time of the report, the device breakage, device dislocation and uterine disorder outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion and uterine disorder to be related to essure. The reporter commented: 6-7 coils visible on right and 2-3 coils visible on left . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure placement seen on both sides small foll cysts bilateral. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removal of uterine portion of essure/removal of most of essure') and device dislocation ('right ostia: visualized with no essure visible') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (para (f p a l) 4,0,2,4) and rubella antibody positive. Noted again that patient not allergic to nickel. Concomitant products included cefalexin monohydrate (cephalexin monohydrate), ethinylestradiol;norgestimate (sprintec), ibuprofen (motrin ib) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device expulsion ("essure projecting 90% out of tube into cavity (uterine)") and uterine disorder ("intrauterine filling defects"). The patient was treated with surgery (removal ofuterine portion of essure and cautery for 1 cm post cervical polyp). At the time of the report, the device breakage, device dislocation and uterine disorder outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion and uterine disorder to be related to essure. The reporter commented: 6-7 coils visible on right and 2-3 coils visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure placement seen on both sides small foll cysts bilateral. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.